Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for free psa. The free psa value was found to be higher than the total (free + complexed) prostate-specific antigen (total psa) value. The initial free psa result was 1.86 ng/ml accompanied by a data flag and the total psa result was 0.622 ng/ml. These initial values were reported outside of the laboratory where they were questioned by a physician. The sample was repeated on (B)(6) 2013, resulting as 0.143 ng/ml accompanied by a data flag for free psa and 0.600 ng/ml for total psa. The repeat results were believed to be correct and a corrected report was issued. The patient was not adversely affected by the event. The free psa reagent lot number was 16849604 with an expiration date of 09/30/2013. The field service representative could not determine a cause. He inspected the instrument and ran performance testing. Performance testing was within specifications.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls do not indicate a general issue with the analyzer or reagents in use at the time of the event.